Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported having inflammation and blurred vision in which she was treated with steroid eye drops. At the consumer's request, the surgeon was not contacted.